Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant after having a previous incontinence advance sling implant. It was noted that the patient had an aus implanted due to patient dissatisfaction and "patient had incontinence yet following the advance sling. An aus was placed. Result was good." It was later reported that sling was implanted "just a week or two before (B)(6) 2017" and after the sling was implanted "the patient's incontinence was a little worse." No additional patient complications were reported in relation to this event.